Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier was not working. The field service engineer (fse) replaced the biometric identifier iumidigm 01 with iumidigm 02. The fse contacted a technical support specialist (tss) for assistance in uninstalling the old drivers and upgrading to the new biometric identifier drivers compatible with the 02 biometric identifier. A functional test and diagnostic were performed to confirm the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID failed to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.